Event description:
It was reported that the ventilator was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was leaking. Our field service engineer investigated the ventilator on site. The expiratory pressure transducer tube, o2 hose and the seal were found to cause the reported leakage. A quote for the replacement of all parts was requested, but no further information has been provided. The device logs were not provided. No parts were returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).